Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the handle was not able to be rotated causing the bands to fail to deploy. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.